Event description:
The customer reported that after a few successful seals and cuts, the cutting blade would not deploy and the jaws would not open. There was no patient injury. No further information on the incident was made available.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.